Manufacturer narrative:
(B)(4). Date sent 5/14/2025. D4 batch #299d04. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the tcr75 device was returned inside its package unopened. Upon visual inspection, a loose orange plastic component was inside the packaging. It appears to be the swing tab of reload since the swing tab was found to be broken. The reload was opened and the left fork was found damaged. It is possible that the package was submitted to higher forces than normal during transportation causing the damage found on the fork. The defect of swing tab loose inside the packaging has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 299d04, and no non-conformances were identified. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot.

Event description:
It was reported that post op to an unknown procedure there was bleeding. The surgeon certainly knows how to use the device. The patient bled 3 days post op.

Manufacturer narrative:
(B)(4). Date sent: 5/14/2025 was the bleeding coming from the common channel closure or the side-to-side anastomosis? What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? Were there any issues noted with staple formation? If so, please describe the shape and location. What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What is the current patient status? What surgical procedure was performed? What anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? What device was used to create the common channel? What was used to close the common opening? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to fire? How were the post-operative issues identified? Did the device cut at all? The surgeon has been unwilling to share the answers to the questions. I spoke directly with the or nurse director to ask him to intervene. He placed the questions in the surgeon's hands with no luck getting answers.